Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on when a test strip was inserted. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started at 7:00pm on (B)(6) 2015. The patient manages her diabetes with insulin (self-adjuster). She denied making any changes to her usual diabetes management routine as a result of the alleged issue. She reported that ¿8 hours¿ after the alleged issue occurred, she developed symptoms of ¿disorientation [and] excessive sweating.¿ she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was being used for the first time. Based on the information provided by the patient, there was no misuse of the product. The meter turned on when the power button was pressed. The cca noted that the patient was using the correct test strips and the meter turned on when a new test strip was inserted per owner¿s manual. The issue was resolved. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of an acute diabetes excursion after the alleged power issue began.